Event description:
After placement the patient continued to bleed [device ineffective]. Case narrative: this initial spontaneous report was received from a physician via field clinical account specialist (cas), referring to a non-pregnant female patient of unknown age. The patient¿s medical history included pregnancy and had delivery. The patient¿s concurrent conditions included uterine atony and hospitalization. The patient¿s concomitant medications, and drug reactions/allergies were not reported. This report concerns 1 patient and 2 devices. On (B)(6) 2022, the patient was inserted with vacuum-induced hemorrhage control system (jada system) (#1) via intrauterine route for postpartum hemorrhage (postpartum haemorrhage). On (B)(6) 2022, after placement of vacuum-induced hemorrhage control system (jada system) the patient continued to bleed (device ineffective) and vacuum-induced hemorrhage control system (jada system) was repositioned. On unknown date in (B)(6) 2022, the patient¿s hospitalization was prolonged due to the event. The vacuum-induced hemorrhage control system (jada system) was removed and unknown for how long it was in place. Approximately on unknown date in (B)(6) 2022, vacuum-induced hemorrhage control system (jada system) (#2) via intrauterine route for postpartum hemorrhage (postpartum haemorrhage) was utilized and patient required mass transfusion. The patient sought medical attention and received treatment. The availability of both vacuum-induced hemorrhage control system (jada system) was unknown. For both vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. Medical device reporting criteria: serious injury. FDA code: (health effects-health impact per annex f): 4643 blood transfusion (patient required an infusion of whole blood or a blood component directly into the bloodstream).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.